Manufacturer narrative:
The agent reported revision surger due to instability. Complaint has been evaluated and is similar to report number 1644408-2024-01790; 533-10-108, s814 - stability, poor joint, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to instability